Event description:
It was reported that during an unknown procedure, the trigger could not be returned to home position when the device was used on the cystic duct. Another device was used to complete the case. There were no adverse consequences to the patient. The trigger was returned manually. No damage on the target tissue was confirmed. The clip was fed into the jaws properly before the incident. There was no unexpected sound at the firing. The device was not fired outside the patient after the incident.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.